Event description:
It was reported that a pt was in the hospital for chemotherapy. In the evening, the bandage and statlock got wet. Nurses thought it was transpiration so a new bandage and statlock were put on but in no time, it was wet again. The chemotherapy was stopped and the pt was sent home. The next morning, the nurses flushed the PICC with saline a few times and the fluid poured our the exit site. No pt injury and PICC could easily be removed.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.